Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: left pelvic cul-desac"), abortion spontaneous ("pregnancy which led to fetal demise at 19 weeks gestation - miscarriage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy") in a 26-year-old female patient who had essure (ess205) (batch no: 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (on (B)(6) 1998, on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2005, on (B)(6) 2008, on (B)(6) 2010), pain in hip, myositis, caesarean section, gravida in september 2005, pregnancy with contraceptive device (with live birth) in 2008, pregnancy with contraceptive device (with elective abortion) in 2009 and pregnancy with contraceptive device (with live birth (child not health) in 2010. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included ethinylestradiol;norethisterone acetate (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In september 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In january 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vulvovaginal mycotic infection, depression, anxiety, back pain and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had 3 other pregnancies with essure: 2008 (B)(4); 2009 (B)(4) and 2010 (B)(4). Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04. Lot number: 508293 manufacture date: 2005/07 expiration date: 2007/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: left pelvic cul-desac"), fetal death ("pregnancy which led to fetal demise at 19 weeks gestation") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (termination)") in a female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 6 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005,(B)(6) 2008, (B)(6) 2010.), pain in hip, myositis and vaginal delivery in (B)(6) 2005. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, caesarean section, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included anovlar (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first and second trimesters of pregnancy. The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, foetal death, pregnancy with contraceptive device, infection, vulvovaginal mycotic infection, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, foetal death, infection, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had post-implant pregnancy which led to fetal demise at 19 weeks gestation. She underwent a left tubal ligation and removal of the essure device due to complications from the essure device. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), acute yeast vaginitis, depression, mental anguish,lower back area pain, cramping, she did not undergo essure confirmation test. Concomitant and historical conditions were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: left pelvic cul-desac"), abortion spontaneous ("pregnancy which led to fetal demise at 19 weeks gestation - miscarriage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy") in a 26-year-old female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010), pain in hip, myositis, caesarean section, gravida in september 2005, pregnancy with contraceptive device (with live birth) in 2008, pregnancy with contraceptive device (with elective abortion) in 2009 and pregnancy with contraceptive device (with live birth (child not health)) in 2010. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included ethinylestradiol;norethisterone acetate (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In september 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In january 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vulvovaginal mycotic infection, depression, anxiety, back pain and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had 3 other pregnancies with essure: 2008 (2018-143411); 2009 (2019-007120) and 2010 (2018-143403). Lot number: 508290, manufacture date: 2005/05 and expiration date: 2007/04. Lot number: 508293, manufacture date: 2005/07 and expiration date: 2007/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event fetal death was updated to miscarriage and pregnancy outcome updated to spontaneous abortion. Event infection was updated to vaginal infection we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: left pelvic cul-desac"), foetal death ("pregnancy which led to fetal demise at 19 weeks gestation") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (termination)") in an adult female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 6 (14-01-1998, 26-03-2001, 07-02-2003, 09-09-2005,04-11-2008, 20-03-2010,01/2011.), pain in hip, myositis and gravida in september 2005. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, caesarean section, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included anovlar (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In september 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In january 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first and second trimesters of pregnancy. The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, foetal death, pregnancy with contraceptive device, infection, vulvovaginal mycotic infection, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, foetal death, infection, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had post-implant pregnancy which led to fetal demise at 19 weeks gestation. She underwent a left tubal ligation and removal of the essure device due to complications from the essure device. Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04 lot number: 508293 manufacture date: 2005/07 expiration date: 2007/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: left pelvic cul-desac"), foetal death ("pregnancy which led to fetal demise at 19 weeks gestation") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (termination)") in an adult female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 6 (14-01-1998, 26-03-2001, 07-02-2003, 09-09-2005,04-11-2008, 20-03-2010,01/2011.), pain in hip, myositis and gravida in september 2005. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, caesarean section, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included anovlar (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), infection ("infections"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first and second trimesters of pregnancy. The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, foetal death, pregnancy with contraceptive device, infection, vulvovaginal mycotic infection, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, foetal death, infection, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had post-implant pregnancy which led to fetal demise at 19 weeks gestation. She underwent a left tubal ligation and removal of the essure device due to complications from the essure device. Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04. Lot number: 508293 manufacture date: 2005/07 expiration date: 2007/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device/ migration of essure device location of device: left pelvic cul-desac') and abortion spontaneous ('pregnancy which led to fetal demise at 19 weeks gestation - miscarriage') in a 26-year-old female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (with live birth (child not health)) in 2010, pregnancy with contraceptive device (with elective abortion) in 2009, pregnancy with contraceptive device (with live birth) in 2008, gravida in (B)(6) 2005, multigravida, parity 6 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005,(B)(6) 2008, (B)(6) 2010), pain in hip, myositis and caesarean section. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included ethinylestradiol;norethisterone acetate (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) -2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vulvovaginal mycotic infection, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had 3 other pregnancies with essure: 2008 (2018-143411); 2009 (2019-007120) and 2010 (2018-143403). Received treatment for device migration, vaginal infection. Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04. Lot number: 508293 manufacture date: 2005/07 expiration date: 2007/06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device/ migration of essure device location of device: left pelvic cul-desac') and abortion spontaneous ('pregnancy which led to fetal demise at 19 weeks gestation - miscarriage') in a 26-year-old female patient who had essure (ess205) (batch no. 508290,508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (with live birth (child not health)) in 2010, pregnancy with contraceptive device (with elective abortion) in 2009, pregnancy with contraceptive device (with live birth) in 2008, gravida in (B)(6) 2005, multigravida, parity 6 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010), pain in hip, myositis and caesarean section. Previously administered products included for an unreported indication: glyburide. Concurrent conditions included gastrointestinal sounds abnormal, gestational diabetes, fluctuance, morbid obesity, bartholin's cyst removal, gestational hypertension, headache, vaginal itching, vaginal irritation, burning micturition, glucose high, excessive thirst and polyuria. Concomitant products included ethinylestradiol; norethisterone acetate (estrostep) and insulin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("acute yeast vaginitis"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vulvovaginal mycotic infection, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient had 3 other pregnancies with essure: 2008 (B)(4). Received treatment for device migration, vaginal infection. Lot number: 508290, manufacture date: 2005/05, expiration date: 2007/04. Lot number: 508293, manufacture date: 2005/07, expiration date: 2007/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events-" vaginal infection and lower back area pain" updated to " recovered / resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), foetal death ("pregnancy which led to fetal demise at (B)(6) weeks gestation") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, foetal death (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first and second trimesters of pregnancy. The patient was treated with surgery (left tubal ligation and removal of the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, foetal death, pregnancy with contraceptive device and infection outcome was unknown. The pregnancy outcome was reported as fetal death. The reporter considered device dislocation, foetal death, infection and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: patient had post-implant pregnancy which led to fetal demise at (B)(6) weeks gestation. She underwent a left tubal ligation and removal of the essure device due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.